Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent an ipg explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was discarded by the medical facility.

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent an ipg explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was discarded by the medical facility.